Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated ¿my device hasn¿t turned on in over 1.5 years. I keep trying to charge it and nothing happens.¿ the contributing factor to this issue was noted to be that the patient did not charge device for an extended period of time. Device reset was attempted, but unsuccessful on (B)(6) 2020. Surgical intervention did not occur at the time of the report; however, surgical intervention is planned to resolve the issue. Surgery has not yet been scheduled.